Event description:
It was reported, that the pt was not able to wear the speech processor due to uncomfortable loudness. The audiologists dropped the pt's mcls dramatically, all external equipment was switched out. The pt reports pain over ics and down their neck. Integrity testing performance in 07/2005 at low current levels did not reveal device failures but telemetry routines were not run to completion due to intense pain and abnormal sound heard by the pt. The pt was reimplanted a competitor's device in 2005.